Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the heavily tortuous distal left anterior descending (lad) artery. The 3.5x28mm xience v stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 3.5x12mm xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.